Event description:
The complainant reported that a patient was given antibiotics for positive blood cultures. Additional information indicated in the data log shows multiple suction alarms on (B)(6) and (B)(6), with an overall decreasing trend in placement signal and pump flow compared to previous days of support. This was resolved after switching the pump to p8. Later, on the 18th, the pump was reported on increased p-level (p9) with a fluctuating trend in placement signal and pump flow on the following day. On (B)(6), there was a drop in pump flow and motor current reported with suction alarms while running on a steady p-level for about one hour, with a steady decrease in flow that resolved later while running on p8. The pump continued to have fluctuating pump flow with intermittent suction alarms later during the case. No abnormalities were observed in motor current spikes, optical signal issue or positioning issues during the case. The cause of the suction issue was most likely related to patient condition, based on trends in the data log and provided clinical details.

Manufacturer narrative:
H6. Medical device problem code is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.